Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified middle left anterior descending. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmosphere for 10 seconds, the balloon ruptured. The device was removed, and the procedure was complete with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.